Event description:
The user facility reported a patient had an impella 5.5 placed to support with ongoing cardiogenic shock and cardiomyopathy. The pump was placed but was repeatedly repositioned due to suction despite being in the appropriate position. The pump was explanted after 29 days and was replaced by the left ventricular assist device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction: after reviewing logs, multiple suction alarms were observed. 1 motor current (mc) spike was observed but the parameters resolve afterwards and the suction started prior to the spike. The cause of pump suction cannot be determined due to insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.